Manufacturer narrative:
Motion interrupt pan damaged.

Event description:
It was reported by service report that the bed had no up/down motion (stuck in up position) and the motion pan was damaged. No patient involvement or adverse consequences are reported.